Event description:
At our hospital we use the medrad® stellant flex 150ml syringe kit. We have noticed a defect in some of the t-tubing. The end of the tube is not connected. It looks like it has been cut from the tube. Last week we had tubing that had a hole in it. It sprayed contrast out and onto the floor during the injection.